Event description:
Patient undergoing endoscopy for bleeding. Clip deployed on tissue after it was on the correct location on the mucosa. However, the catheter did not release from the clip. I then proceeded to gently pull the catheter from the working channel and I was able to successfully dislodge the catheter that was attached to the clip from the mucosa. At this point in time, there was a small amount of oozing in the area. I performed additional submucosal injections of epinephrine with excellent hemostasis. At this point in time, I placed a boston scientific resolution clip which did successfully deploy. At this point in time, there was no active bleeding. The instrument was then completely removed from the patient and the procedure was terminated. A total of 27 cc of epinephrine were used throughout the entire procedure.======================manufacturer response for endoscopy clip, instinct endoscopic hemoclip (per site reporter).======================device #1is this a laboratory device or laboratory test?no.